Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was reported that the patient was hospitalized. The same day as event onset the patient was treated with injection vancomycin (1gm, every 3 days, intraperitoneal, discontinued after 9 days), injection amikacin (250mg, once daily, intraperitoneal, discontinued after 9 days) and injection meropenem (1gm, once daily, intraperitoneal, discontinued after 9 days) and (cefrozone + sulbactam 1.5gm, once daily, intraperitoneal, discontinued after 9 days) for peritonitis. At the time of this report, the patient recovered from peritonitis. Pd therapy was ongoing. It was reported that retraining was still pending. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.